Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01370. D10: medical products: item#: unknown, unknown central screw; lot#: unknown. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 10 years post implantation of a total shoulder arthroplasty, the patient was revised due to disassociation of the baseplate. During the procedure, it was also noted that the central screw had backed out. The surgeon then drilled for a new central screw and was unable to get the screw to be positioned properly due to alleged bony ingrowth into the baseplate. The surgeon decided to proceed without placement of a central screw, as the baseplate was allegedly well-fixed. Attempts for additional information have been made and none has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01370-2. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: disassociation of the glenosphere from the glenoid baseplate is identified. Screw appears to be fully seated on this single image. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h6. The following section was corrected: h6: investigation conclusion: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01370-3. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: disassociation of the glenosphere from the glenoid baseplate is identified. Screw appears to be fully seated on this single image. The root cause of the reported issue is attributed to user error. It was reported the screw was not fully seated in the first surgery. The surgical technique gives instructions on how to verify that the screw is seated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 10 years post implantation of a total shoulder arthroplasty, the patient was revised due to disassociation of the baseplate. During the procedure, it was also noted that the central screw had backed out. The central screw was not fully seated during the initial surgery. The surgeon then drilled for a new central screw and was unable to get the screw to be positioned properly due to alleged boney ingrowth into the baseplate. The surgeon decided to proceed without placement of a central screw, as the baseplate was allegedly well-fixed.